Event description:
It was reported that the connection on a smiths medical tracheostomy tube and the between the swivel could not be separated. The customer is concerned because if the parts are not able to be easily separated, then emergency suctioning or ventilation could be hindered. No adverse patient effects were reported.